Event description:
The patient had a loss of therapeutic effect and no stimulation sensation. Reprogramming was unsuccessful and the patient underwent device replacement. No surgical complications were reported.